Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. This complaint was captured under the incorrect operating company. The new complaint is (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the patient underwent an l4 to s1 transforaminal lumbar interbody fusion which resulted in significant improvement in chronic back pain as well as pain radiating into both legs, worse on the right than the left. However, in approximately (B)(6) 2019 the patient presented with recurrent right-sided leg pain and mechanical noises coming from his low back when bending. X-rays of the lumbar spine revealed concern for the fracture of a right-sided s1 screw. CT myelogram revealed once again a right-sided s1 fractured screw and adjacent level stenosis at l3-4. On (B)(6) 2019, the revision surgery was performed. The fractured/broken screw was furnished by the surgeon after the surgery was performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Code 3191 used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the patient had a screw failed in his back. He patient stated that he back surgery in 2018. He stated after the surgery he started to hear a noise in his back. It was determined by his doctor that he had broken screw. The patient has had revision surgery to address that broken screw. The patient condition was unknown. This is report 1 of 1 for (B)(4).